Event description:
Patient was revised to address loosening of the cup.

Manufacturer narrative:
The customer reports the patient was revised to address loosening of the cup. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip) the devices associated with this report were not returned. A complaint database search finds no other reported incidents against any other patient for the provided product and lot combination since its release for distribution. The product code and lot numbers were not provided for the screws. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.